Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during a laparoscopic laparoscopic hernia procedure, the device caused insufflation issues. The same device was used to complete the procedure. There was no adverse consequence to the patient. The device was discarded.